Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as due to the unsanitary condition of the hospital bathroom. It was reported the patient shared the room with two other patients "and the bathroom was not cleaned once during the stay", the patient was admitted to the hospital for another indication and the following day the patient experienced peritonitis. Treatment for peritonitis was not reported. Action taken with pd therapy was not reported. At the time of this report the patient outcome of this peritonitis event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.